Event description:
The following was reported to hamilton medical ag: summary: detailed complaint and failure description: loss of external power ac power indication not showing in the machine.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: replaced new power supply board. Power supply board defective.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: replaced new power supply board. Power supply board defective. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: detailed complaint and failure description: -loss of external power. -ac power indication not showing in the machine.